Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor needle broke while trying to insert it. The patient's blood glucose at the time of incident is unknown. The customer stated that the serter was against her body and when she pressed the button the needle hub remained stuck in the serter. The customer was advised to press and hold the serter button while shaking the device to release the needle hub. The customer confirmed that the needle was released, and that this is the only sensor she has experienced a break with. No products were returned and a replacement sensor was shipped to the customer.